Event description:
Leakage of cytostatics through or along the septum after administration to pt. As the medication was colored, leakage was easy identified.

Manufacturer narrative:
Add'l info has been requested from the reporter. The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).